Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pump lost power without user intervention. The patient reported that the issue occurred twice in the week after he received this new pump. He denied trauma to the pump or water exposure. He stated that the pump had lithium battery in it and the battery cap was secure at the time of the rebooting events. The patient did not report any blood glucose excursions related to this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that power loss had occurred which could not be duplicated during testing. There was no physical damage observed to the battery cap or battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no power issues occurring.